Manufacturer narrative:
(B)(4)

Event description:
It was reported that during routine device upgrade procedure, it was difficult to remove the ventricular lead from the pulse generator header. The device header was broken with pliers to remove the lead. The device was explanted and replaced. The patient was fine throughout the process and left the procedure in good condition.